Event description:
A home pt reported dry minicaps. Home pt stated the sponges were yellow in color but did not have enough betadine in them. Home pt stated, no trace of betadine in the tubing at the beginning of treatment. The home pt reported no pt injury or medical intervention associated with these incidents.